Event description:
Customer reported that approximately two weeks prior to calling customer service on (B)(6) 2012 she awoke from sleep experiencing "shakiness" and was "sweaty", but when she attempted to test using her adc blood glucose meter she noticed a battery icon on the display. Customer further reported subsequently experiencing a loss of consciousness. No third-party medical intervention was required. Customer self-treated by placing a cold towel on her head and eating a peppermint candy. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event.